Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse dextrose during patient therapy. A hypoglycemic patient had a bolus of dextrose ordered to start on the pump. When the nurse checked after the pump beeped infusion complete, the bag was still full and the patient did not receive any dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.